Event description:
It was reported that an IV administration set was found to be disconnected at the stopcock. This was noticed during infusion. There was no patient injury or medical intervention reported to be in association with this event. No additional information is available. 4 of 4

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.